Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the lifevest was exacerbating a patient's existing psoriasis to the point of open bleeding sores. The patient was prescribed an oral steroid and triamcinolone cream. The patient indicated that the areas improved.